Manufacturer narrative:
Per the user guide: incomplete bolus alert this bolus has not been delivered. What does it mean? You started a bolus request but did not complete the request within 90 seconds. Tap close. The bolus screen will appear. Continue with your bolus request, or tap back if you do not want to continue your bolus request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 570 mg/dl. Infusion set was changed and insulin delivery was resumed. Insulin injection and multiple correction boluses were delivered to address elevated bg. Customer thought the elevated bg may have been due to food consumed. Pump system check was not performed due to the supply change that was performed. Customer received an incomplete bolus alert. Tandem technical support (cts) educated the customer. Customer did not provide further information regarding the alert. Although multiple attempts were made by cts to confirm if the alert contributed to the elevated bg; the information was not provided.